Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely due to patient condition since calcification of vessels was observed along with tortuous abdominal aorta. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 78-year-old female patient was being placed on impella cp support for mechanical circulatory support. Multiple attempts were made to implant the impella cp into the patient. Abdominal aorto-angioplasty and lithotripsy were both performed without success. The impella implantation was aborted due to patient anatomy.

Manufacturer narrative:
D4 revised unique identifier (UDI) # as previously entered incorrectly.